Manufacturer narrative:
E1 establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited occasional black screen and poor socket contact. The issue was found during reprocessing. There were no reports of delay or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was confirmed. It is most likely that the black screen occurs occasionally due to damage to the socket. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.